Event description:
It was reported that after a long period of time and several surgeries, the pt's skin flap became necrotic. The necrosis was caused by damage to the blood supply to the implant area with the implant extruding from the pt's left side. Testing was carried out which showed a fully functional device. The pt was explanted in 2008.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.